Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remained implanted. Based on the available information, root cause for the regurgitation in this case was likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event. A manufacturing defect was not identified. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm valve, implanted in the tricuspid position for 5 years and 1 month, underwent a valve-in-valve procedure due to regurgitation. A 29mm transcatheter valve was successfully implanted with excellent results. The patient was discharged on post-operative day one. Per obtained medical records, the patient had bioprosthetic valve endocarditis and severe bioprosthetic tricuspid valve regurgitation after an implant duration of 1 year and 8 months. The patient was followed closely by his primary cardiologist, but despite maximal medical therapy, he continued to have persistent lower extremity edema and ascites. He was referred to the heart team for consideration of transcatheter based valve replacement for his failed bioprosthetic valve in the tricuspid position given his two prior sternotomies.